Event description:
The surgeon was performing a hip procedure on (B)(6) 2010 with the assistance of the robotic arm interactive orthopedic system (rio). During reaming of the acetabulum, the surgeon could not place the reamer in the planned location. The surgeon decided the proper course of action was to complete the case with manual instrumentation.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation is being performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). This case was one of the early surgeries performed by the surgeon with rio for tha. Discussions between the surgeon and the makoplasty specialist (mps) as well as product management from mako have taken place to further orient the surgeon on the use of rio. Since these discussions, similar issues have not been observed and cases have been completed successfully.